Event description:
It was reported that this left ventricular (lv) lead had a high threshold of 7 volts at 2ms. It was thought that the high thresholds depleted the crt-d battery, after only being implanted for 2 years. The battery was completely depleted. The lead was capped and the device was replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).